Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the implantable neurostimulator (ins) quit working in (B)(6) 2016 and it was replaced in (B)(6) 2016. The patient was not sure if it was a normal battery depletion or not but his ins suddenly stopped working, so he had to have it replaced. It was indicated that the ins was not 100% but it worked pretty good and he was happy with it. Two weeks later, additional information received from a manufacturer representative (rep) indicated that the system showed no evidence of any impedance or battery life issue. Rep had changed configuration multiple times with no change in patient outcomes. It was also provided that the patient claimed he had returned of symptoms but still felt the stimulation, so the device did not fail. Rep stated he was not involved with the initial implant, only the ins change. He had met with the patient on multiple occasions to try and help patient. He ran impedance and therapy measurement 5 individual times with no abnormalities.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.